Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was displaying an error 2 message. According to the ot ultralink owner's manual, an error 2 could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2012 at 2200. The patient reported using insulin pump therapy (unknown type) to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. However, less than a day later, the patient reported developing symptoms of "nausea and headache." It is unclear if the patient associates these symptoms with high or low blood glucose. The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca determined this was not the first time the meter had been used, there was no misuse of the subject meter. The cca confirmed the patient was using the correct testing process and test strips. The alleged issue was not resolved with a retest. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was not confirmed. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. It was noted that there were more test strips returned then what was printed on the label. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis with the following findings: the meter has passed all testing with no faults found, the complaint was not confirmed. The subject test strips have been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.